Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: image disappeared probable root cause: ¿ software, ¿ front board, ¿ digital board, ¿ lcd touch panel, ¿ sidne or sdc communication, ¿ power supply, ¿ filter / fuse, ¿ connectors, ¿ degradation from cleaning, ¿ use error. The failure mode will be monitored for future reoccurrence. (B)(4).

Event description:
It was reported that the image disappeared during surgery. There was a delay in surgery, but no adverse consequences were reported and the surgery was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the image disappeared during surgery. There was a delay in surgery, but no adverse consequences were reported and the surgery was completed successfully.